Manufacturer narrative:
Tw (B)(4) updated sections.

Event description:
The hospital reported during the procedure, the vasoview hemopro 2 (vh-4000) energy would not work.. The power supply and also the extension cable were changed out before opening a new vh-4000 kit to finish the case. There were no issues with the power supply. The power setting on the power supply was set to 3. A new device was opened to complete the case. There were no procedural delays. No adverse effects

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11 the device was returned to the factory for evaluation on 01/21/2025. An investigation was conducted on 02/17/2025. A visual inspection was conducted. Sings of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. The device did not turn on during the pre-cautery test. No further testing was conducted due to the device having no power. An engineer evaluation was requested. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was confirmed. An engineer evaluation was conducted. The complaint was confirmed. The complaint device showed signs of clinical use. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c­ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicates electrical energy is being delivered to the complaint vh-4000 hemopro2 tool but the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up as expected. Additionally, it was observed that while electrical energy was being delivered to the complaint vh-4000 hemopro2 tool, the proximal end of the shaft tip near the black flex shaft became extremely hot to the touch. This indicated that there was an electrical short in this section of the shaft tip. Next, to evaluate why the shaft tip was getting hot, the shrink tubing and shaft pin were removed from the shaft tip. The jaws were then removed from the shaft tip. It was determined that the guide pin had punctured and damaged the wire insulation. The damage from the guide pin was then exacerbated by the insertion and removal of both the guide pin and shaft pin. Based on the returned condition of the device as well as the evaluation results, the reported failure ""failure to delivery energy" was confirmed. The lot # 3000437197 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 vh-4000 energy would not work. The power supply and also the extension cable were changed out before opening a new vh-4000 kit to finish the case. A new device was opened to complete the case. No adverse effects